Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient received inappropriate therapy due to noise on the right ventricular lead. It was also reported the lead displaced high impedance and a fracture was confirmed. Following the patient was intubated and transferred to an ¿extraction center.¿ later the lead was removed, replaced, and no further patient complications have been reported as a result of this event.